Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - according to the information provided, it was reported that during the insertion of the bioknotless rapide w/pan it broke through the base of the anchor body. The unit split in two with the inserter handle protruding through the distal tip. Upon visual inspection of the photo, observations reveals that the device was broken in two parts from the base of the bioknotless to the distal part. The photo provide evidence of the failure reported into device, therefore the complaint reported can be confirmed. The possible root cause can be attributed to an excessive force by the surgeon, whether the insertion was off axis during the procedure. Hands on analysis should provide more evidence to be able to discern a root cause. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via email that during left shoulder stabilization the scrub nurse stated that during the insertion of the bioknotless rapide w/pan it broke through the base of the anchor body. The unit split in two with the inserter handle protruding through the distal tip. All parts of the anchor were successfully retrieved. The procedure was completed using another unit. There was no patient consequence, however there was a 10 minutes surgical delay. No additional information was provided.